Manufacturer narrative:
Continued of medical product: addr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an acute rise in thresholds and impedance on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.